Event description:
Caller reports during the correlation study patient tested 1.8 inr on the coaguchek xs system and 1.2 on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.